Manufacturer narrative:
(B)(4) date sent to the FDA: 2/9/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g04092; g07002 ¿ conforming device additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qebckjr0; manufacturing date: 05/15/2020; expiration date: 10/31/2025 batch qjbbdwr0; manufacturing date: 08/04/2020; expiration date: 01/31/2026 a manufacturing record evaluation was performed for the finished device v372h; qjbbdwr0 and v372h; qebckjr0 possible lot numbers, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the needle comes off. It was received for analysis four unopened samples of product code v372h, lot qjbbdwr0. During the visual inspection of the samples, the swage area was observed with cracked barrel. The sutures were dispensed without problems and examined along of strand, no damaged or defects were found. A functional test was performed and met the minimum ltl, however, pull force average did not meet requirement. The cracked barrel and pull out defects have been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: it was received for analysis an empty opened box and five unopened samples of product code v372h, lot qjbbdwr0.during the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. (B)(4) date sent to the FDA: 2/9/2021 corrected information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qebckjr0 batch qjbbdwr0

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qebckjr0. Batch qjbbdr0. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was indication or name of this surgical procedure? Orthopedic surgery. Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Several. Was a suture needle pull off occurred with all 6 devices during this single surgery? Yes. What tissue/location was suturing when pull off occurred? N/a. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Was the needle removed from the patient during the same procedure? Yes . Lot number? Qebckjr0 and qjbbdr0. Procedure name and date? N/a (B)(6) 2020. Event date? (B)(6) 2020. Note: events reported via mw # 2210968-2021-00431, 2210968-2021-00432, 210968-2021-00433, 2210968-2021-00434, 2210968-2021-00436. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2020 and suture was used. During the procedure, the needle came off. There were no adverse patient consequences reported.